Event description:
Infection, staph sepsis

Manufacturer narrative:
Evaluation summary: pacemaker within specification lead within specification - proximal segment corrected model number from 7221c to 7221cx